Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "'tubing misplaced'. Making funny noise. Used 2 different tubing and same message. Rn cleaned it well and still making noise/ message. Placed on ledge." Injury/adverse reaction: no stopped active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Upon evaluation it was observed that the fva pins had severe drag. An internal cleaning was performed and the drag was resolved. The pump was subsequently able to perform an infusion without issue. No other damage was identified during investigation.